Event description:
Additional information received indicated the patient was given anticoagulation medications and is continuing to be monitored. The patient was in stable condition.

Event description:
During the initial implant procedure when placing the right ventricular (rv) lead, the suture sleeve detached from the rv lead and migrated into the patient's right atrium. A snare was used in an attempt to retrieve the detached suture sleeve, but was unsuccessful. The patient then entered asystole, so the rv lead was left implanted and the procedure was ended. Upon later examination, the detached suture sleeve was found to have migrated to the patient's lung. The patient was in stable condition. Further information was requested, but is not yet available.